Event description:
It was reported that the customer experienced a cgm error. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support, who provided pump reset instructions, and after resetting, the error did not reoccur. The customer successfully restarted their sensor session.